Event description:
A user in (B)(6) sterilized the device with a non-approved, non-validated, non-listed detergent. Cosmetic changes (discoloration) were reported by the user. The manufacturer has requested the device be returned for evaluation. As of the time of this report, the device has not yet been received.